Event description:
Complainant alleged that during functional testing, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed. However, after the device was disassembled to isolate root cause, the reported problem could no longer be duplicated. The device was put through extensive testing which included exposure to extreme hot/cold temperatures and vibration testing the reported malfunction could not be duplicated. The system was replaced as a precaution.